Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred during manual prime. The customer was advised to replace plunger and manually push plunger to verify insulin exited the tubing. The customer stated that insulin did not exit. The customer was advised to perform a 5.0 unit fixed prime. The customer stated the pump did not alarm no delivery. The customer will return the reservoir for analysis.